Manufacturer narrative:
(B)(4). Eval results: visual inspection of the product found the optic torn. There was evidence of surgical residue. An investigation is in process for lens tears under iaca # (B)(4).

Event description:
An aq2010v model lens tore while it was being injected prior to implantation. There was no pt contact or event.